Event description:
Additional information received reported that the catheter was replaced. The patient was seen on (B)(6) 2014 for a post-operative appointment and was doing great, had no complaints, had only an occasional need for personal therapy manager (ptm) bolusing, and her therapy had effectively resumed. The patient was ¿very pleased.¿

Event description:
The patient fell and hit the pump on a rock. The patient was no longer getting relief. The patient also had withdrawal issues but it was not evident where and if there was a disconnect. The patient also experienced under-dose symptoms, nausea and pain. Diagnostic testing included a (B)(6) study, x-rays. It was likely a revision would need to be done on the catheter. Per the reporter, the pump looked to be working correctly. Though no obvious catheter damage or disconnect on x-ray, the hcp will revise the catheter. The patient was scheduled for a catheter revision (B)(6) 2014. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver morphine and bupivacaine. Patient outcome was not reported. Further follow-up was being conducted to obtain the information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8703w, lot# unknown, implanted: (B)(6) 1995, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. (B)(4).